Manufacturer narrative:
Medical device type : unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for embedded foreign matter in the tube and foreign matter on the stopper with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to the issue of embedded foreign matter through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for embedded foreign matter in the tube with the incident lot was observed. Further investigation activities into embedded foreign matter have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to the issue of embedded foreign matter. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Review of the returned photos confirmed pic (B)(4) (process fm) was appropriate. Based on the severity and occurrence of the reported condition there will be no further actions. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with the issue of embedded foreign matter. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sodium fluoride edta (fe) blood collection tubes had fm in some tubes. No report of medical intervention or serious injury.

Manufacturer narrative:
Date received by manufacturer is corrected to 12/27/2017. Labeled for single use is corrected to yes.

Manufacturer narrative:
Date received by manufacturer is corrected to 12/27/2017. Labeled for single use is corrected to yes.